Manufacturer narrative:
The device referenced in this report has not been returned to olympus medical systems corp. For evaluation, but returned to olympus (B)(4). (B)(4) had sent the subject device to an independent laboratory to perform a microbial culturing test, but no microorganisms were detected. The manufacturing record of the subject device was reviewed without irregularity related to this event. The exact cause of the event could not be concluded at this moment. If additional and significant information becomes available, this report will be supplemented.

Event description:
Olympus was informed that the subject device was tested positive for staphylococcus non aureus with the amount of 5 ufc when the user facility conducted microbial culture tests. There was no report of patient infection associated with this report.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".